Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with lioresal 2000 mcg/ml intrathecal therapy via an implanted pump. The baclofen dose and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. The patient's medical history and concomitant medications were unknown. On approximately (B)(6) 2015, the patient started going through withdrawal. Symptoms included increased spasticity, seizures, and increased heart rate. No troubleshooting was performed as the event was diagnosed by symptoms. The cause of the withdrawal was unknown. The patient was not a candidate for surgery, so they externalized the catheter. The physician needed help calculating the volume after the new catheter was being trimmed. The representative indicated .004 ml/cm. It was calculated at 0.12 mls for the catheter volume and 0.28 ml for the catheter and strain relief sleeve. The representative indicated the baclofen delivery was through a syringe pump. The patient symptoms had been resolved. If additional information is received, a follow up report will be sent.